Manufacturer narrative:
The subject device was returned and evaluated. The reported problem was confirmed. The image disappeared during right/left (rl) operation. This was thought to have been caused by a damaged imaging unit. In addition, the adhesive rubber was deteriorated/deformed/scratched, and the bending in the up/down direction was out of specification because of a worn angle wire. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the image on the endoeye flex deflectable videoscope skipped/flickered. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section d4 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damage to the charge-coupled device unit could not be determined. Olympus will continue to monitor field performance for this device.